Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration(both coils on left side)') in an adult female patient who had essure (ess205) (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menorrhagia, nabothian cyst, endocervical squamous metaplasia, cervix inflammation, corpus luteum cyst, corpus luteum cyst ruptured, submucous leiomyoma of uterus, abdominal adhesions and cesarean section. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced irritability ("hormonal changes") and mood altered ("moodiness"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems- uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, urinary tract infection, fatigue, irritability, weight increased, genital haemorrhage and mood altered outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, irritability, mood altered, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: uti. Discrepancy noted in insertion date- (B)(6) 2007. Sections of the uterine wall in the right cornu shows a metallic coil device consistent with essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Lot number: 621811, manufacturing date: 2006/12, expiration date: 2008/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient middle name, medical history, product removal details, rcc added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration(both coils on left side)') in an adult female patient who had essure (ess205) (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced irritability ("hormonal changes") and mood altered ("moodiness"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems- uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, urinary tract infection, fatigue, irritability, weight increased, genital haemorrhage and mood altered outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, irritability, mood altered, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: uti. Discrepancy noted in insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs receive- new events abnormal bleeding (general) and moodiness were added. Pt of the event hormonal changes was updated into irritability. Reporter information, lot number and lab data were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration(both coils on left side)') in an adult female patient who had essure (ess205) (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced irritability ("hormonal changes") and mood altered ("moodiness"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems- uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, urinary tract infection, fatigue, irritability, weight increased, genital haemorrhage and mood altered outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, irritability, mood altered, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: uti. Discrepancy noted in insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Lot number: 621811 manufacturing date: 2006/12 expiration date: 2008/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems- uti") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, urinary tract infection, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, back pain, device migration, uti, fatigue, hormonal changes, weight gain, device monitoring procedure not performed were added. Date of insertion was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.